Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Device passed operating currents, self-test, unexpected restart error test and displacement test. No bad battery or failed battery test alarm due to unresponsive button. Device had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was 264 mg/dl. The customer reported that the insulin pump gave low battery alarm. The customer reported that the keypad was also unresponsive. The customer stated that the arrow buttons and the b button was not working. The customer stated that the contacts were not missing or damaged. The customer then reported that the insulin pump buttons were not at issue and they were able to navigate the insulin pump. The insulin pump will be returned for analysis.